Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 33 mm xience prime stent delivery system (sds) was advanced. The xience v stent was implanted at 8 atmospheres; however, a proximal edge dissection was observed. A new xience v stent was used to treat the dissection and the patient was discharged in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.